Event description:
The customer contacted physio-control to report that their device boot up into setup mode. The customer advised that they turned the device off and back on, however the device booted back up into setup mode. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio did observe that the home button on the main keypad assembly was inoperative. The main keypad assembly was replaced for this observed issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the for use. Physio further evaluated the removed main keypad assembly and observed multiple non-critical buttons to be inoperative. Physio determined that the cause of the reported issue to be process residue in the switches of the main keypad assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device boot up into setup mode. The customer advised that they turned the device off and back on, however the device booted back up into setup mode. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.